Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and during grasping, the gripper arms would not lower. The clip was not implanted and the cds was removed and replaced with another cds. After removal, it was found that the gripper line was broken at the distal end. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue and gripper line breaks was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. There is no indication of a product quality issue with respect to manufacture, design or labeling.